Manufacturer narrative:
The directions for use (dfu) contains a caution for underfilling the pump: "cautions: filling the pump less than nominal results in faster flow rate." A device history record was conducted, and all mfg operations were found to be within specification. A review of the lot 812115 history found no other complaints for the lot reported. I-flow received two empty and used pumps for eval and investigation. The pumps were refilled with normal saline solution to the reported fill volume of 250ml and a flow rate accuracy test was performed. The flow rate accuracy was within specification. In addition, retain samples from lot 812115 were tested. The pumps were filled with normal saline solution to the nominal fill volume of 270ml and a flow rate accuracy test was performed. The flow rate accuracy test results were found to be within specification. Product complaint was not confirmed.

Event description:
(Drug/diluent: fortum 4gr/250ml). Fast flow. Fill volume 250ml and flow rate 10ml/hr. No adverse event occurred. Date of event: (B)(6) 2008. Per dfu: nominal fill volume: 270 and nominal flow rate: 10ml/hr.